Event description:
The customer reported that their acuity central station rebooted for unknown reasons. The acuity system successfully rebooted on its own and functioned normally afterwards. The result is that the customer lost the ability to monitor patients from the central location for approximately 5 minutes. There was no patient harm as a result.

Manufacturer narrative:
The device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. The customer reported that their acuity central station rebooted. The system rebooted on its own and functioned normally afterwards. Although we did not receive the device for evaluation, we were able to complete our investigation with log file analysis along with details collected at the time of the initial tech support call. The issue arose due to an unusual use model. The customer had the patient connected on ECG and spo2 to a micropaq. They were also monitoring nibp on the same patient using a propaq monitor. The customer had initiated two patient monitoring sessions for the same patient at acuity. This is not the suggested use model. The user then initiated an ECG analysis option at acuity on the propaq session, which did not have any ECG history. As a result, acuity issued an internal error and ultimately rebooted itself to clear the condition. In versions of acuity software after the software version on this customers' system (B) (4), we implemented a change to prevent this internal error when a request is made for ECG history when there is none. We used code 47, "device failure occurred and was related to event." By "event" here, we mean the loss of centralized monitoring. There was no patient harm report associated with this failure.